Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple temperature alarms occurred while the pump was exposed to cold temperatures. Reportedly, the alarms reoccurred. Customer's blood glucose was 170 mg/dl. Reportedly, customer had insulin pens available as alternate insulin therapy.